Manufacturer narrative:
The submitted log file contains data from (B)(6) 2017 through (B)(6) 2017. The pump operated above the low speed limit from the beginning of the log file until (B)(6) 2017. From 16:45:58 through 17:23:36 on (B)(6) 2017, the pump appeared to be struggling to maintain the set speed. Multiple pump stops and low speed hazard alarms were captured during these events. The patient was supported by the power module at this time. The account communicated that the patient experienced low flow / pump stop alarms while being supported by the power module. An attempt was made to exchange the power module patient cable without success. No alarms occurred while the patient was supported by batteries. A visual inspection of the driveline was performed and no external kinks or damage were observed. The intensivist was not able to create an alarm on battery support so the patient was discharged on batteries and was awaiting an ungrounded patient cable. On (B)(6) 2017 it was reported that an x-ray was performed and ¿nothing was found on the perc lead¿. No x-rays were provided for review. On (B)(6) 2017 it was reported that the patient received the ungrounded patient cable. No product was available for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further issues have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The hmii lvas IFU also provides information regarding pump speed, power, flow, and pi and outlines all system controller alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 2 years and 7 months post-implant, while the lvad system was connected to ac power via the power module, a pump stoppage occurred and an issue with the driveline was suspected. An evaluation of the external portion of the driveline did not show any kinks or damage. The x-ray did not show anything remarkable. The lvad system was connected to external battery support and the patient was discharged with a non-grounded power module patient cable. The patient may be put on the high emergency list for heart transplant. No further information was provided.